Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss, 15 days post initial implantation in (B)(6) 2019. The patient has since been reimplanted with another cochlear baha device.